Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the device powered off after a few seconds of being on. The customer informed the remote service engineer (rse) that within seconds of powering on, the device would power off. The customer biomedical engineer (bme) verified there was a code (B)(4). Onsite service to was scheduled.investigation ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.